Event description:
It was reported that the patient's heart stopped and the defibrillator did not activate. Boston scientific technical services (ts) was contacted, and ts explained device function, informed that the patient is only defibrillated when their heartrate is fast, and informed the device paces when their heartrate is slow. It was suspected that the patient had covid 19 and was having respiratory issues; they had been hospitalized. No additional adverse patient effects were reported.